Manufacturer narrative:
The customer's allegation was not confirmed, but reportable issue might have occurred. During device evaluation, no abnormalities in the subject device were found in the forceps hoisting wire. Based on the results of the investigation, olympus could not identify the reason the foreign material remained in the device per customer's allegation. A definitive root cause of the customer's allegation could not be determined. Following is included in instructions for use (IFU) in chapters for reprocessing: ¿ chapter 6 compatible reprocessing methods ¿ chapter 7 cleaning, disinfection, and sterilization procedures. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that there was a black discoloration on the back of the forceps raising wire at the tip, on the ultrasound gastrovideoscope side. There were no reports of patient harm.